Event description:
The reporter stated, the surgeon inserted a (B)(4) collamer aspheric single plate lens. Lens tore upon insertion into the eye. Lens was cut to remove from the eye. No widened incision and no suture used. No pt injury. Reporter stated, incident was due to loading error by the surgeon.

Manufacturer narrative:
(B)(4).